Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an everflex entrust stent with an 0.035¿ guidewire for treatment of a calcified cto (chronic total occlusion-100%) in the patients mid left superficial femoral artery. Slight tortuosity and calcification were reported. The IFU was followed and the device was prepped without issue. Pre-dilation was carried out using a 5x150 pre-dilation device. The device did not pass through a previously deployed stent. Right femoral access was used. The device was advanced without issue. It was reported the red safety tab was somewhat difficult to remove. The red safety was removed completely while the physician began to deploy via the thumb wheel. While deploying the stent, the thumb wheel would no longer rotate. The stent was deployed half-way before it could no longer unsheath. The physician began to pull the entire delivery system out of the body. This caused the half-deployed stent to be fully deployed during the negative pull of the delivery system. The physician gave up wire access during the deployment. The stent was deployed in the intended location. Additional ballooning was carried out to ensure the stent was open and well opposed to the vessel wall. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the everflex entrust was returned with a 0.031" guidewire loaded the catheter. The everflex entrust catheter was wrapped around and held together with a hemostat clamp. Prior to removing the hemostat clamp, it was noted the catheter was compressed between the jaws of the clamp. The clamp was released and the blue strain relief portion showed the indentation from the grips of the clamp. It was observed that the red safety pin was removed from the handle assembly. Approximately 43.5 cm of the guidewire was exposed outside of the distal end of the catheter. A kink to the catheter was observed approximately 6.5cm from the distal end of the guidewire. Approximately 81cm of the guidewire was exposed outside the proximal clear luer of the handle assembly. The everflex catheter was inspected and it was observed that the stent was not loaded within the catheter. The end of the pusher was approximately 5.5cm from the distal tip of the catheter. The measured working length of the catheter was 102cm. The distal tip of the catheter showed dried blood on the guidewire and within the inner diameter of the catheter however no damages were noted. The grey strain relief was removed, no damages or anomalies to the isolation sheath were noted. The product labeling affiliated with lot a313178 indicates a working length of 120cm. The red locking pin was missing from the handle assembly and was not included with the returned contents. The opening where the red locking pin was previously inserted was inspected. The inner assembly and red locking tube were visible. Functional testing: the guidewire was attempted to be pulled and pushed out from the catheter. The guidewire would not move in either direction. The thumb wheel was rotated with no resistance. The handle assembly was cracked open. The pull cable was noted as being detached from the silver outer. The end of the pull cable was frayed. The red locking tube was observed and was flapped over at the proximal end. The distal end of the red pin was lodged within the silver outer - the inner tubing buckling was concentrated at this location. The length of the portion of the red safety pin which was covering the inner was 5 cm. The proximal end of the locking tube which was flapped over in a distal direction showed a ductile fracture face. Bucking of the inner was noted at the location where the inner connects to the clear luer. If information is provided in the future, a supplemental report will be issued.